Manufacturer narrative:
Unit was received with a blank display due to moisture damage electronic assembly. Unable to perform displacement and self tests due to blank display. The pump was received with scratched case. No cracked case noted. Unit p-cap, test reservoir does lock in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had water in the display after taking a swim with it. The customer stated that the insulin pump was working. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.